Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving compounded baclofen (1000 mcg/ml at 435.2 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient had a normal pump replacement on (B)(6) 2026 and subsequently had baclofen withdrawal symptoms. The hcp did a dye study and everything looked patent. The imaging showed dye coming out of the catheter tip. The patient was brought into the operating room for exploration. It was found that the catheter was completely severed right near the connection to the pump. The hcp removed about a half of a centimeter (cm) from the existing pump segment and added 10 cm with a revision kit. An agent confirmed calculations for the new catheter length and volume, and reviewed information on programming a priming bolus. The issue was resolved at the time of this report.

Manufacturer narrative:
B3. Date is approximate. Month and year are confirmed valid. See b5 for additional information. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: 8731, serial: (B)(6), product type: 0184-catheter, implant date: (B)(6) 2006, explant date: (B)(6) 2026, ubd: 14-apr-2007, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.